Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented at eri in clinic for a routine follow up. Due to low battery status on the device, the patients rhythm did not change during device testing. Reprogramming was suggested. The device was scheduled for change out due to normal eri.